Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a cracked luer lock connector. The issue was observed at the end of infusion. The device was filled with an unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from may 30, 2014 ¿ june 04, 2014. The evaluation of the returned device is complete. A non-baxter luer connector was also received. Visual inspection of the infusor noted that the distal luer lock had been cracked, and the tip of the distal luer lock was found stuck inside the non-baxter luer connector. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.